Event description:
The manufacturer received information alleging a ventilator experienced a black screen. The sales representative brough the unit to the customer as a replacement while the original unit was out for periodic maintenance. When the sales representative powered on the unit, the screen turned black and an alarm sounded. The sales representative was unable to power off the device. After a while, the unit powered off on its own. After it was powered on again, a ventilator service required was displayed on the screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the issue was not confirmed during an inspection, but a back light malfunction error code was found in the device's error log. The display and the display pca board were replaced to resolve the issue. Additionally, final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly. Software was updated from 1.06.05.00 to 1.06.10.00.